Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial and venous air alarms occurred at the start of a routine hemodialysis treatment with visible air in the arterial line. Air recovery attempts were unsuccessful. Treatment was ended without rinseback resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide. The disposable cartridge was not returned for evaluation. The exact cause of the alarms cannot be determined. Air alarms at the start of treatment are typically due to air entering the system when making patient connections or inadequate air removal during prime. No similar problems have been reported subsequent to this event. The user's guide identifies probable causes of the alarms and provides adequate instructions to resolve the alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.